Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours on the leg. For treatment, the parent changed out the pod.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened and stretched. The overall length of the soft cannula measured out 1.098", which is out of specification. During investigation, the damage observed on the exposed portion of the soft cannula did not prevent the fluid from flowing down its intended path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.